Manufacturer narrative:
Product complaint # (B)(4). This report is for an unknown screws: locking/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. (B)(4). Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent hardware removal of seven (7) unknown locking screws from the tibial nail due to infection wherein one (1) 5 mm locking screw was noted to be broken. The surgeon decided it would be best to remove the remaining implants given the infection on (B)(6) 2019, the patient underwent removal of the nail and the remaining 5 mm locking screw. The surgeon voiced patient does not take good care of himself and injury- causing infection related to a wound he sustained while hiking. Other medical intervention required antibiotics beads were placed and antibiotic cement placed on (B)(6) 2019. Originally, the patient had implantation on (B)(6) 2017. During removal, broken fragments were easily retrieved. There was no surgical delay reported. The procedure was successfully completed. The patient's status was good. This complaint involves nine (9) devices. This report is for one (1) unk - screws: locking. This report is 9 of 9 for (B)(4).